Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that their implantable neurostimulator recharger (insr) was not taking charge when plugged into the desktop charger (dtc); the connector pin was broken. The patient also reported that the insr screen was blank, the implantable neurostimulator (ins) was dead, and she was in pain. On (B)(6) 2016, the patient stated that she received a replacement dtc but the insr still would not charge, so she requested a replacement insr. Follow-up has been attempted to determine if the ins was able to charge, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that the replacement of the recharger solved the issues that they were dealing with.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Pli 10: adaptor was returned for analysis. Correction -- there was no indication that a manufacturer representative was involved. Connector pin bent. Method and result eval codes reflect the analysis of the adaptor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.